Event description:
Stylet used for ventricular catheter. Outside package opened onto sterile field. Inside package says "non sterile for single use only." The inside pamphlet says "sterile/eo." The insert also says "all of the products are supplied individually in a sterile, pyrogen-free double wrap packaging system." Staff did not realize that item was not sterile and it was inserted into brain.======================manufacturer response for stylet, stylet for ventricular catheter (per site reporter).======================that device has never been sterile. They do not have an insert that is specific to stylet so they put the kit insert in and that is why it says device is sterile.

Event description:
Stylet used for ventricular catheter. Outside package opened onto sterile field. Inside package says "non sterile for single use only." The inside pamphlet says "sterile/eo." The insert also says "all of the products are supplied individually in a sterile, pyrogen-free double wrap packaging system." Staff did not realize that item was not sterile and it was inserted into brain.====================== manufacturer response for stylet, stylet for ventricular catheter (per site reporter)======================that device has never been sterile. They do not have an insert that is specific to stylet so they put the kit insert in and that is why it says device is sterile.